Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The device failed evaluation when it experienced a false air in line alarm during a grease inspection. The cause was identified to be cracks in the ultrasonic sensor flex pins. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an air in line alarm. No additional information is available.